Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing and sensing failure and dislodgment of the right ventricular (rv) lead were observed. The rv lead was reprogrammed and subsequently revised and remains in use. No patient complications have been reported as a result of this event.